Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was noted on the stored egm. The device was reprogrammed and issue was resolved. Patient will be monitored.

Manufacturer narrative:
.

Event description:
New information notes that during a subsequent follow up, post-paced t-wave oversensing was observed again. The device was reprogrammed.